Event description:
The hub broke off; completely separated. A new sheath was used to complete the procedure without difficulty. No harm to the pt. From the info provided by the reporter, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Per specification, "confirm flare on prox end of sheath is caught securely in proximal fittings. Sheath must not rotate in cap fitting. The flare must not pass through small gauge hole freely." Furthermore, the instructions for use (IFU) informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. No product was returned to assist in the investigation. Confirmation based on customer's statements of the event. Devices are 100% inspected for fitting security. This failure mode is relevant to a CAPA, which was previously initiated based on prior similar complaints and remains under investigation. The manufacture date of this lot number is after interim preventive action was implemented on (B)(4) 2010 to require the use of torque limiting devices in proximal fitting assembly. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. This device was manufactured after the implementation of a change request which was effective (B)(4) 2010 and required the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths 8.5fr and less. Furthermore, a CAPA was previously initiated at management discretion based on prior similar complaints.